Manufacturer narrative:
Results and conclusions - the instrument accessory was returned and evaluated. Per the customer reported complaint, engineering observed that one of the distal clevis ears is broken off at its base. A .280" x .215" piece of the clevis ear and the conductor cap are missing. The yaw pulley has the boss feature that mates with the groove on the ear broken off. The breakage of the clevis ear is consistent with overloading the tip with the wrist fully pitched. The corner base of the ear is a stress concentration area when tip is overloaded. The proximal clevis is cracked halfway between the proximal clevis ears on the side with the breakage, suggesting that overloading occurred with the wrist pitched. Per case notes an instrument collisions contributed to the breakage. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci thymectomy procedure, the surgeon collided two instruments together and the junction of the shaft and wrist of the permanent cautery spatula instrument broke. The connector of the instrument fell inside of the pt and was immediately retrieved. The incident did not significantly lengthen the procedure. No additional pt information was reported.